Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with the geartrain, bushings, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own when the device was being checked. This did not occur during a surgical procedure. There was no pt involvement. There was no medical intervention and no adverse consequences reported as a result of this event.